Event description:
It was reported that an increase in capture thresholds and a decrease of the intrinsic signal was noted. X-ray revealed that the lead perforated the heart. The physician stated that it was not caused by the lead, but by the bad condition of the patient's heart. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.